Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Technical services was consulted for further review. Besides the shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of a ventricular escape rhythm. Technical services was consulted for further review. Besides the shock, no other adverse patient effects were reported. This s-ICD remains in service.